Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is are two lines across the display of the blood glucose monitor. No adverse event was reported. The alleged product was requested for evaluation.